Event description:
It was reported that a second scheduled filter retrieval attempt was unsuccessful, the filter retrieval attempt lasted approximately four hours, as several devices were used to retrieve the filter. Therefore, the filter remains implanted in the patient. At this time it is unknown if a third attempt will be made for the retrieval of the filter. There is no reported patient injury.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned for evaluation; however, two images were provided for review. The fluoroscopy image demonstrates the filter to be upright with some tilt. Both images are close-ups of the filter; therefore, the exact location cannot be determined; however, ribs are visualized indicating that the filter is in the thoracic spine region. One leg is bent in the upward lateral position, as the foot is at the level of the filter apex. A total of five limbs are bent, four limbs are bent in a superior direction, and one limb has been bent at a 90 degree angle caudally. Based on the image review, five bent limbs can be confirmed likely due to the reported retrieval attempts. Based on the condition of the limbs, the complaint investigation is confirmed for filter removal difficulty. Based upon the available information, the definitive root cause for this event is unknown.